Event description:
Patient was wearing his accu-chek spirit insulin pump with when found down at home. Patient was transferred to hospital with hypoglycemia and hypoxia. Last bolus in pump history was 4 units on six days prior to death at 23:45. Total daily dose. History the following day: 15.3; 6 days prior to death: 33.2; a week prior to death: 35.8. It is not known if the pump malfunctioned or was inappropriately programmed by the patient.